Event description:
It was observed during the device evaluation, that the colonovideoscope's jet channel was clogged with white foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of why the foreign material remained in the device could not be specified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.